Event description:
The customer reported that the device displayed an alarm for heart rate zero.

Manufacturer narrative:
(B)(4): the customer reported that the device displayed an alarm for heart rate zero. This was found during initial inspection. On 02/27/2013, a philips product support engineer evaluated the device and found it intermittently failed to detect the pads/paddles ECG. This new information makes this a reportable complaint. The problem was traced to a faulty therapy pca. The customer received a replacement device. The failed device was removed from the install base. This was a malfunction of the therapy pca that caused a pads/paddles ECG failure. No further communication was requested and none is warranted.